Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out externalization of conductors was noted under fluoroscopy. The lead was electrically normal and will continue to be used with the new device.